Manufacturer narrative:
Awaiting to receive device for analysis.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant was not returned for analysis.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant was not returned for analysis.

Event description:
Deflation resulting in explantation